Event description:
It was reported that the patient presented into the clinic after the device was found in backup vvi mode via merlin.net transmission. The device code was downloaded successfully. The patients condition is fine after the event.